Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had sought medical attention from paramedics due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 42 mg/dl while wearing a pod. Six days prior to the incident the patient was experiencing throat inflammation which led to them eating only small amounts. Symptoms reported include loss of consciousness, confusion and panic. The patient's mother was not aware of any treatment given by the paramedics. The paramedics advised changing the pod and the sensor. Their blood glucose level stabilised to 80-90 mg/dl. The length of the visit was not recalled. On (B)(6) 2026 the patient attended a medical appointment at (B)(6) dr. (B)(6) - dr. (B)(6) diabetologist (B)(6). The diabetologist determined that the patient had administered too many correction doses of insulin. No further medical treatment was reported.

Manufacturer narrative:
H4 was updated.